Manufacturer narrative:
Based on the current information provided, the cause of the pneumothorax cannot be determined. A review of the site's system logs for the reported procedure date was conducted by a senior failure analysis engineer. Investigation revealed there were no related system errors to have occurred during the procedure that were relevant to the reported event.

Event description:
It was reported that the patient underwent an ion endoluminal lung biopsy procedure and developed a pneumothorax which required chest tube placement and hospitalization. There were 2 target nodules. The first target nodule was in the right lower lobe, lateral segment and about 5.3 centimeters (cm) in size. The second target nodule was located in the right upper lobe, anterior segment and about 1.2 cm in size. A radial ebus probe was utilized to localize the lesion and instruments used during biopsy (under c-arm fluoroscopy) included a 21g flexision biopsy needle, a third-party cytology brush, third-party compatible forceps and a bronchoalveolar lavage was also performed. Both target's pathology results found identified malignant adenocarcinoma. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information; however, no further details have been received as of the date of this report.